Event description:
Customer reported via phone, the insulin pump stopped working. The device had a blank display and there wasn't any low battery alert. Customer replaced the battery and the device continues to have a blank display. Customer's blood glucose was 140 mg/dl. Troubleshooting was performed and the device was not dropped, bumped, or exposed to moisture. The display did not return after replacing the battery. Customer was at work and was unable to clean the battery compartment components. Customer was advised the device to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint at interface board. The insulin pump was received with cracked case at display window corners, cracked reservoir tube lip and minor scratches on lcd window.